Event description:
The patient reported that on (B)(6) she woke up at about 4:00 am and felt "deep blood glucose." Her bg meter read 22mg/dl, so she ate 2 bananas and drank 4 glasses of juice, but her bg would not increase. She called emergency and her bg was measured at 38mg/dl by the doctor. She was given a 40% glucose IV and dextrose, which increased her bg to 138mg/dl. Thirty minutes later it had dropped to 88mg/dl. The pod was removed and she was admitted.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hypoglycemia and hospitalization. Qualifications records were reviewed and the product lot met all acceptance criteria.